Manufacturer narrative:
It was indicated that the device will not be returned for analysis. The instructions for use states: "potential adverse events: potential adverse events which may be associated with catheterization and ablation include: effusion (pericardial/pleural), cardiac perforation." The reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that there was a perforation during a trans-septal atypical flutter procedure using an intellanav mifi oi catheter. The physician did not notice until half way through the ablation. A pericardiocentesis was performed, and 1 liter of fluid was removed. The physician was unable to complete the procedure, and the patient was then sent to the ICU in stable condition. The physician was not sure what caused the effusion.